Event description:
A catheter had fractured at the spine where it was anchored to the skin. The fractured was diagnosed via an x-ray. A revision was planned. Lioresal was being administered via the pump, however, concentration and daily dose info was not reported. A withdrawal symptom had returned. A catheter fracture had occurred once before, however, that was located at the distal end where it entered into the fascia. Refer to MFR report #3004209178-2010-03776. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).